Event description:
The (B)(6) patient who had the iab placed on (B)(6) 2011 for acute anterior wall mi. No problems or alarms with iabp. Today ((B)(6) 2011) on routine cxr noted "air in the aorta." Patient had the iba removed. No visible blood in the gas lumen of the catheter. Specifically, the facility reported: am cxr detected air in the aorta. Patient expired (B)(6) 2011.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and sheath. The extension tubing was also returned. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. Conclusion: the reported events cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).